Event description:
It was reported that this implantable pacemaker was explanted due to infection. A non-boston scientific device was successfully implanted. No additional adverse patient effects were reported.